Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when the tissue was clamped and the surgeon fire the device, only the tissue slipped without being resected and it was stapled in idle. There was no patient injury.